Event description:
Additional information was received. It was reported that the allegation was a "general comment about the local representative's (rep's) distrust of the camera's accuracy."

Manufacturer narrative:
H2, b5: event details have been updated. H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site no longer found the system accurate. There was inaccurate navigation information. The camera was not accurate enough; it was having trouble with various instruments. Patient presence was unknown.

Manufacturer narrative:
A05: camera not accurate enough a0908: inaccurate navigation information g2: this event occurred in the netherlands, see section e. H3, h6: the system was serviced in the field. The camera wasn't accurate enough. It was having trouble with various instruments. The system had been fully tested for accuracy and recognition of test instruments. Everything was within its specifications. The instrument cassette was unavailable/unknown. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.